Event description:
It was reported during a left ventricular tachycardia ablation procedure with an ensite array balloon, the pt developed a pericardial effusion. An agilis sheath, thermocool ablation catheter, livewire decapole and a supreme quadripolar diagnostic catheters were advanced into the heart along with the ensite array balloon to perform the ablation procedure. The physician had completed ablation in the left ventricle and was mapping in the right ventricle when the pt had a drop in blood pressure and a pericardial effusion was noted. A pericardiocentesis was performed draining 2 liters of blood and 4 units were replaced. The physician believes the pericardial effusion was associated with moving the pt during the procedure to place a draw sheet underneath him with the array balloon inflated and in position. The current status of the pt is stable.

Manufacturer narrative:
The device was not returned for eval. Review of the device history record is not possible as the lot number of the device is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure ans is noted within the IFU.